Manufacturer narrative:
The referenced faradrive steerable sheath was returned for analysis. Visual and microscopic inspection confirmed that no abnormalities or defects were found on the exterior of the sheath, but the distal tip of the dilator was examined to appear deformed. Faradrive sheath was observed and confirmed to achieve and maintain deflection. The dilator was inspected and confirmed to be damaged at the distal tip, confirming the allegation for this event.

Event description:
It was reported that a faradrive steerable sheath during preparation to treat an atrial fibrillation (a fib) presented a damaged dilator. The device was prepared normally, after which it was noted that the tip of the dilatator had a cut. Device was then replaced, and procedure completed normally. No patient complications occurred. The device is expected to be returned.

Event description:
It was reported that a faradrive steerable sheath during preparation to treat an atrial fibrillation (a fib) presented a damaged dilator. The device was prepared normally, after which it was noted that the tip of the dilatator had a cut. Device was then replaced, and procedure completed normally. No patient complications occurred. The device is expected to be returned.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a faradrive steerable sheath during preparation to treat an atrial fibrillation (a fib) presented a damaged dilator. The device was prepared normally, after which it was noted that the tip of the dilatator had a cut. Device was then replaced, and procedure completed normally. No patient complications occurred. The device is expected to be returned.

Manufacturer narrative:
The referenced faradrive steerable sheath was returned for analysis. Visual and microscopic inspection confirmed that no abnormalities or defects were found on the exterior of the sheath, but the distal tip of the dilator was examined to appear deformed. Faradrive sheath was observed and confirmed to achieve and maintain deflection. An attempt to evaluate the compatibility of the sheath and dilator observed a successful insertion and did not encounter any complications. Inspection of the dilator confirmed the damage on dilator tip. Examination inside the valve hub identified excess adhesive on the inner rim of the shaft which likely contributed to the damage at the dilator's distal tip during a previous attempt to insert the dilator. The dilator was inspected and confirmed to be damaged at the distal tip, confirming the allegation for this event.